Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 21nov2025, there was no patient involvement. Per sample evaluation results received via task on 11dec2025, it was reported that the chiller contributing to the cooling issue.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Potential causes were identified and reviewed. This occurrence does not introduce a new hazard or harm. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. Correction: d, f, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had water cooling malfunction. Per review of wo on 21nov2025, there was no patient involvement.

Manufacturer narrative:
Initial reporter phone number (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.